Event description:
It was reported the tip of the driver shaft was broken off during surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation.